Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of a broken joint cable could not be replicated nor confirmed. Visual inspection found no damage to the cables or conductor wires. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.231¿ x 0.262¿ in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. There were abrasions and indentations on the yaw pulley. Additional observation(s) not reported by site included: the accessory was found to have a detached fragment. The fragment measured approximately 0.231" x 0.262" and was not returned with the accessory. The fragment originated form the distal clevis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument had a cable in the joint snapped while operating. The pch instrument stopped functioning. The procedure was completed with no reported injury.